Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise and high out-of-range impedance measurements. The patient reported having an episode and went to the hospital. The associated device was reprogrammed from dual chamber tracking mode to single chamber. As such the ra is electrically deactivated. No intervention is planned and the patient will be monitored. No adverse patient effects were reported.